Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. (B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The screen flashes then shuts down. The customer declined repairs by the manufacturer and opted to have a third party repair the unit. The unit has been returned to service.

Event description:
It was reported that the device had an unknown screen failure there was no patient involvement. Event date not specified; estimate used.